Event description:
The pt was transfused with platelets on june 29, 2000. The platelets had been collected from the donor with a haemonetics model 994ukf harness set. During the transfusion the pt had a reaction. The pt died within 24 hrs. Note: this model number is not used in the USA.